Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 2648920 ponce. Sections updated: b4; g3; g6; h2; h11.

Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 2648920 ponce.

Event description:
It was reported that the patient underwent a revision procedure 1 year and 5 months post implantation due to unknown reasons. There is no further information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: 00801802802, item name: femoral head sterile product do not resterilize 12/14 taper, lot # 63755228. G2: foreign: australia. H6: component code: head. The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.